Event description:
It was reported that the external pulse generator (epg) was in use with a patient who was pacing dependent when the epg¿s battery fell out of the device unexpectedly. The patient¿s heart stopped and the patient lost consciousness, resulting in a fall which produced a laceration on the patient¿s head. The battery was replaced and the patient recovered. The epg was later replaced and its status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.